Event description:
A physician reported a pt who received her first treatment on 10/8/96 in the vermilion borders. On 11/18/96, the pt noted numbness at the treatment sites, the upper and lower vermilion, and the throat. She denied erythma or swelling. On 11/21/96, a neurologist (name refused) prescribed oral prednisone, zantac and intravenouus solu-medrol. On 11/25/96, numbness at the lower lip had improved but persisted at the upper lip and throat. The neurologist attributed the symptoms of a probable exacerbation of multiple sclerosis. The injecting physician and the neurologist believed that the symptoms were probably not related to collagen. This event is being reported as an MDR because it is co's policy to report all cases of alleged autoimmune disease regardless of a lack of causal relationship with the device.